Event description:
Boston scientific received information that this right ventricular (rv) lead pacing impedances have increased and jumped from 593 ohms at the patients last visit to over 1680 ohms at this visit. Isometrics were attempted to illicit a different reading, and nothing changed. The patient's r waves also increased since the last visit. Boston scientific technical services (ts) was consulted and suggested reviewing daily measurements on the programmer and see if there is a sudden increase or if it was more of a gradual increase in impedances. Physician discretion to intervene surgically or continue to monitor. The lead remains in service at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this patient called patient services and stated that they had a broken lead and asked that their boston scientific sales representative (sr) be called to check on it. The sr stated that they were not called and that they heard the physician was getting x-rays, but nothing was done as of yet, and no indication of what could be wrong with the lead. No further information is available at this time. To date, the lead remains implanted.